Manufacturer narrative:
Additional information was received on 21-jan-2022. The patient is male. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was procedure. Intervention provided was a pericardiocentesis. Patient outcome of the adverse event was recovered. A transseptal puncture was performed with a baylis nrg transseptal needle. Prior to noting the cardiac tamponade, ablation was performed and there was no evidence of steam pop. The event occurred after ablation, at the end of the case. The irrigated catheter was used in the event and the flow setting was set to thermocool rmt, normal thermocool. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages observed on biosense webster equipment during the procedure. Therefore, updated a3. Gender and d10. Concomitant medical products and therapy dates fields. In addition, provided the physician information. Therefore, updated e. Initial reporter section. The investigation was completed on 25-jan-2022. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30627039m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) procedure with a navistar® rmt thermocool® electrophysiology catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. At the end of an pvc /ventricular tachycardia idiopathic case, a pericardial effusion was noticed. The pericardial effusion was discovered when the patient blood pressure dropped slightly. The pericardial effusion was confirmed by ice with the soundstar eco catheter. Medical intervention provided was a tap (pericardiocentesis) and 300 ml of fluid was removed. The patient was reported to be in stable condition and the patient did not require surgery. The cause of the pericardial effusion is unknown. It was reported that they had a "tricky transseptal." Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.